Event description:
It was reported that the right atrial lead dislodged. Repositioning of the lead was attempted but was unsuccessful. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.